Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips don't approximate completely. Reapplying clips to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The lot history records were reviewed with no anomalies noted during the manufacturing process.